Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula crimped event on (B)(6) 2024. Event occurred within 3 or more hours after insertion. The insertion site was at abdomen. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient will replace supplies as necessary and resume insulin. No further information was available.